Event description:
It was reported that the image on the 9600 system was out of focus and the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The focus was adjusted during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)